Event description:
The customer reported to philips healthcare that the heartstart mrx will not boot past flash screen. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.